Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had sought medial attention via telehealth for high blood glucose (bg) levels reaching 329 mg/dl while wearing the pod longer than 48 hours. The pod was reportedly leaking insulin from the infusion site (back). The patient was prescribed zofran for the nausea and a covid test (negative).

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was stretched, measuring out of specification at 1.065 inches in length. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. It could not be determined when or how the soft cannula became stretched. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin.